Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7050-90, lot# i0a67, mfd. 08/07/14, expires 2019-08, UDI (B)(4). Second (middle): ifuse implant, p/n 7040-90, lot# i0a21, mfd. 06/03/14, expires 2019-06, UDI (B)(4). Third (inferior): ifuse implant, p/n 7035-90, lot# i0851, mfd. 11/22/13, expires 2018-11, UDI (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient later complained of similar si joint and leg pain that she had experienced before the ifuse procedure and that the implants were not giving her the pain relief she had expected. The surgeon thought that there might be a pseudarthrosis of the si joint and decided to remove the implants. In (B)(6) 2016, the surgeon attempted a revision surgery to remove the implants. The surgeon used considerable effort in an attempt to remove the implants but they were solidly fused in bone and could not be removed. The surgeon decided that there was solid fusion of the implants and aborted the revision surgery. No implants were adjusted or removed.